Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed no delivery. His blood glucose was unknown at the time of reporting. The customer cleared the alarm and changed the reservoir. No equipment is being returned. No additional information was reported.